Event description:
Customer reported testing device at 6:30 am, however value was not provided. Customer ate breakfast. 1/2-1 hour later, device = 571 mg/dl. Customer's spouse gave customer 10 units of insulin. 3 hours later, customer was unconscious. Spouse tested device = 27, 135, 28, & 354 mg/dl taken within minutes and tried to give customer orange juice. Spouse called emergency medical technician (emt). 10 minutes later, emt = 27 mg/dl. Emt gave customer oxygen, an IV, and a peanut butter jelly sandwich, once coming around. Control info was not provided. A request was made for return product and replacement product was sent.